Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report numbers 3012447612-2020-00629 thru 3012447612-2020-00642.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include an epic construct and a breckenridge cage. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report three of 14 for this event.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include a pedicle screw construct. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report three of 14 for this event.

Manufacturer narrative:
Corrected information in b5.a follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Information added to d8 and h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for the vitality construct causing an allergic reaction. Medical records were not provided for review. Device evaluation: product was not returned as it remains implanted. A device evaluation could not be performed. Potential cause: root cause was unable to be determined with the available information. DHR review and related actions: the lot numbers were not provided, so the DHR review could not be performed. Device use: these devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include an epic construct and a breckenridge cage. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report three of 14 for this event.